Manufacturer narrative:
Only the replaced component was returned to the manufacturer for evaluation.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The active exhalation control module was replaced by a third party service center and was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the active exhalation control module failing was due to the solenoid valve and proportional valve not completely opening.